Event description:
The customer received a questionable (B)(6) result for one patient sample. The initial result was (B)(6) and was reported to the patient. A few days later, the patient questioned the result as he has "(B)(6)". A new sample was drawn from the patient and the result was (B)(6). This result was confirmed with repetition. Information concerning if the patient was adversely affected was requested, but was not provided. The (B)(6) reagent lot number was 173605. The expiration date was requested, but was not provided.

Manufacturer narrative:
The investigation could not determine a specific root cause as the sample in question was discarded.

Manufacturer narrative:
Additional information was received documenting the date of event, medwatch date of event was actually (B)(6) 2013. The initial result on (B)(6) 2013). The patient complained about the result. A new sample was drawn and the result was (B)(6). None of the results were reported to the physician. The patient was not adversely affected.

Manufacturer narrative:
This event occurred in (B)(6).